Event description:
Info received on (B)(6) 2010 on maude event report (B)(4) contained the following: event date: (B)(6) 2010, report date: (B)(6) 2010. Product code: tube, tracheal (w/wo connector); event report type: malfunction; device operator: health professional; event description: (B)(6) 2010: the ring on the trach tube which holds the inner cannula broke off. The inner cannula came out of the trach tube. Device available for eval: not indicated on form; brand: shiley; device type: shiley tube 8 dct (trach tube); lot: 0911000338.

Manufacturer narrative:
There is no sample returning for analysis. The device history record for the lot number provided was reviewed, (B)(4) and there was no non-conforming product.